Event description:
It was reported that patient was not feeling well and presented to the clinic. The ECG showed no pacing and with a slow heart rhythm. Attempts to interrogate the device were unsuccessful with 2 different programmers. The device was explanted. Patient condition was good following the procedure.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory and was due to low battery voltage. The low battery voltage was caused by high current traced to the hybrid. The root cause of the field event was due an anomalous component on the hybrid.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.